Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800547 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when applying the second clip during prostate surgery, the surgeon had saw a wire protruding from the applicator. The surgeon used another endo5 of the same lot. The first 3 clips were applied without a problem. From that moment, the clips came out closed, did not open in the jaws. The surgeon finished the surgery with manual polymer clips without incident.

Event description:
It was reported that when applying the second clip during prostate surgery, the surgeon had saw a wire protruding from the applicator. The surgeon used another endo5 of the same lot. The first 3 clips were applied without a problem. From that moment, the clips came out closed, did not open in the jaws. The surgeon finished the surgery with manual polymer clips without incident.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. No clip fired on the second attempt. On the third and fourth attempt, the clips also fired properly. However, on the next attempt a double feed occurred. The rotation tab became bent and one of the clips became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the ratchet was damaged due to the decontamination process. The clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips coming out are closed" was confirmed based upon the sample received. Upon functional inspection, a double feed occurred on the fifth attempt. The rotation tab became bent and one of the clips became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.